Event description:
Ventilator was being connected for patient admitted to ICU unit. During operation, low o2 supply pressure alarm occurred. Respiratory therapist connected a portable oxygen tank to ventilator and alarm silenced. A second v60 was used and the same low o2 supply pressure alarm occurred. No patient harm. Biomedical engineering was called where a "k" size tank was used to run the ventilator. Biomed called philips and they are investigating the issue. Additionally, the o2 supply pressure was set at 48 psi. Biomed also made a call to the hospital's oxygen supplier to see if the o2 supply pressure could be raised slightly. Also we believed we had requested this pressure to be increase previously but we will confirm with the oxygen supplier if they have any records of this change.======================manufacturer response for ventilator, v60 (per site reporter).======================manufacturer recommended to look at the supply line pressure.======================manufacturer response for ventilator, v60 (per site reporter).======================manufacturer recommended to look at the supply line pressure.what was the original intended procedure?pressure support ventilation.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.